Manufacturer narrative:
Analysis of the catheter revealed sc connector non-significant indent in seal did not affect infusion. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 8731sc, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. Information references the main component of the system. Other relevant device(s) are: product ID: 8731sc, serial/lot #: (B)(4), ubd: (B)(6) 2014, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and healthcare professional via a company representative regarding a patient receiving dilaudid (10 mg/ml at 2.547 mg/day) via an implanted pump. The patient¿s medical history included chronic low back pain. The indication for pump use was chronic low back pain and non-malignant pain. It was reported that in august 2018 the pump pocket had been filling with fluid. The pump managing physician withdrew bloody fluid from the pocket. The patient was referred back to the surgeon for a consultation. The surgeon withdrew clear fluid and suspected it was a csf (cerebrospinal fluid) leak in the pocket. The patient also had return of low back pain and a headache. She did not report any withdrawal symptoms. There were no environmental, external, or patient factors that may have led or contributed to the issue. The patient was taken in for a catheter revision on (B)(6) 2018 at which time the catheter pump connector was replaced. It appeared that the catheter pump connector seal was not intact. The patient status was reported as ¿alive ¿ no injury¿. The issue was resolved at the time of the report. It was indicated that the hcp had no further information regarding the event. No further complications were reported/anticipated.